Event description:
It was reported the patient was hospitalized in (B)(6) 2010 for a non cardiac reason. When the cardiologist interrogated the implantable pulse generator, it had reached its elective replacement indicator (eri) and right ventricular lead impedance was below 100 ohms. The doctor decided to change the device on the (B)(6) 2010. With the analyser, the rv lead impedance was 720 unipolar and 595 bipolar. In 2008, rv lead impedance at implantation was 390 bipolar. So, the doctor decided to change the pulse generator. There were no patient complications reported as a result of this event. The patient outcome was reported as fine.

Event description:
It was reported the patient was hospitalized in (B) (6) 2010 for a non cardiac reason. When the cardiologist interrogated the implantable pulse generator, it had reached its elective replacement indicator (eri) and rv lead impedance was below 100 ohms. The doctor decided to change the device on the (B) (6) 2010. With the analyzer, the rv lead impedance was 720 unipolar and 595 bipolar. In 2008, rv lead impedance at implantation was 390 bipolar. So the doctor decided to change the pulse generator. There were no patient complications reported as a result of this event. The patient outcome was reported as fine.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: removed initial reporter title. Evaluation summary: (B)(4) the device high current drain condition was the result of high leakage current. Analysis showed it to be caused by a leaky tantalum battery filter capacitor.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.